Event description:
It was reported that the patient underwent surgical revision for the removal and replacement of ams 800 occlusive cuff and control pump due to unspecified reason. Additional information received stated that the device stopped working so the cuff and pump were replaced. The patient is recovering from the surgery and expected to be well.